Manufacturer narrative:
Corrected data: b1 h6.

Event description:
Healthcare professional reported capsular contracture baker grade ii. Healthcare professional later reported "it's not her first deflating! Please close this." This record is for the left side. The device has been explanted.

Event description:
Healthcare professional reported capsular contracture baker grade ii. Healthcare professional later reported "it's not her first deflating! Please close this." This record is for the left side. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.